Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system software was upgraded. The system passed a system checkout and the system was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while verifying instruments and caused no delay to the surgery. It was reported that the system did not recognize several instruments during the case. The passive planar probe, reference frame, and suretraks were seen, however the 2.25 pedicle probe, midas, and 2 trackers were not seen by the system. The surgery was completed with a different navigation device and there was no impact on patient outcome.